Manufacturer narrative:
H6. Investigation summary: the customer issued a complaint for detached hypoint needle detected from market. There were no samples but 01 (one) photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the evidence provided and description of the reported condition is unclear. Bdm-ps is not able to link it to a quality criteria from the customer specification.

Event description:
It was reported that the bd hypoint¿hypodermic needle separated during use. The following information was provided by the initial reporter the patient stated that when she went to give her dose, the needle fell out of the syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd hypoint¿hypodermic needle separated during use. The following information was provided by the initial reporter the patient stated that when she went to give her dose, the needle fell out of the syringe.